Event description:
Hill-rom received a report from a hill-rom technician stating the right siderail would not latch. The bed was located in the basement at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found fluid had seeped into the siderail latch assembly causing the latch to stick. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician cleaned the siderail latch assembly to resolve the issue. Based on this information, no further action is required.